Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when connecting the catheter to the port. While pulling back on the locking mechanism, the catheter broke. No "click" sound was heard, and the catheter remained stuck in the locking mechanism, preventing removal.

Manufacturer narrative:
One used sample was received for evaluation. Functional testing was able to duplicate the reported problem. The root cause was not established. A device history record review was conducted which indicated all inspections were completed and no issues were noted during manufacture.